Event description:
It was reported that when the patient came in for a routine follow-up they were having difficulty interrogating the implantable pulse generator (ipg). The programmer starts interrogating when the screen comes to interrogation complete, the screen goes blank and a message comes up on the screen of programmer. They were able to obtain information with a magnet over the device. It appears there may be a flipped bit in the device programming. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.